Manufacturer narrative:
The skull clamp assembly and torque screw involved in the reported event were returned, inspected, and functionally tested. No discrepancies were observed with respect to function, component condition, or components present. The male and female halves of the skull clamp assembly were found to be free of damage and free of excess play or movement. The skull clamp assembly base locking knob and rocker arm (two-pin) locking knob were assessed and confirmed to be functioning as intended to lock and prevent movement of the rocker arm or skull clamp halves. No discrepancies were found in the indicated pressure output of the returned torque screw used in conjunction with the skull clamp assembly. Pinning or fixation technique is the most likely cause of the slippage based on information available; a supplemental report will be submitted if any additional reportable information is received.

Event description:
A customer reported that on (B)(6) 2023, we were doing a craniotomy for a tumor resection, and while using the hfd (pins) on a patient, our patient's head slipped in the pins. The initial pressure was 50lbs, and when the slip occurred, during surgery, while drilling out the bone flap, we checked and it had slipped to 20lbs. The patient was 120kg, so not sure if that could have been a factor. We switched the mayfield and pins out under the drapes. Further information gathered from the customer reported that positioning this patient was difficult due to size of the patient and achieving the correct amount of flexion for the head was not easy. The patient was re-pinned underneath the drapes using a backup head fixation device. The customer reported they were not able to do the imri scan and are unsure if patient moved much during slippage and that is why the patient didn't fit in the scanner. It was reported the case was completed and the patient experienced a small laceration at a pin site on the scalp that required a suture at the end of the case, and that the patient likely got a routine post-op scan. No further injury or impact was reported.